Event description:
Medtronic (covidien) received information that during a flow diversion treatment of a left unruptured saccular petrous segment of internal carotid artery (ica) aneurysm with a pipeline flex, a balloon was used balloon was used to tack open distal end. It was reported that the procedure and the placement of the pipeline flex was uneventful. However, after the pipeline flex was deployed, a balloon was needed to get complete wall apposition of distal device. Angiographic result immediately after the procedure showed a complete occlusion. No patient injury was reported as a result of this procedure.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. The device will not be returned for analysis as it was implanted; therefore, the event cause could not be determined.